Event description:
The account alleged that the left head siderail will not latch in the up position due to the siderail having a broken weld. The account didn't know which weld on the siderail was broken. There were no reported injuries.

Manufacturer narrative:
A replacement siderail was sent to the account to repair the bed.